Manufacturer narrative:
Following the device arrival, a device analysis was signed on october 24, ,2023 (see enclosed). Final investigation report, issued on november 13, 2023 concluded the following: 1. The DHR (device history record) of lot # elmila050 was reviewed. No deviations and no rejections related to balloon or strut uplift were observed. 2. The device analysis report showed neither the balloon nor the delivery system was defective, and the balloon was successfully inflated twice. The reported inflation difficulty may have been caused by a problem with the inflation device. 3. According to the device analysis report, there was a strut uplift that probably occurred during withdrawal into the guiding catheter. 4. The events of this complaint are addressed in the elunir-perl dfmea report, and the risk remains low. No new risks were identified. 5. There was no injury to the patient.

Manufacturer narrative:
DHR (device history recoed) review was performed (september 21, 2023).the review of the DHR indicates that the product was supplied meeting specifications.

Event description:
The folowing report was received on september 19, 2023 from the distributer: the phisician did predilation to the lesion, prepared the stent according to the IFU and insert the stent to the lad when he tried to inflate the balloon, he noticed that the balloon did not inflate. He took out the delivery system and saw that the struts in the center of the stent are sticking out. Immediately after that they tried with a 4x15 stent and everything went successfully. The artery was not too calcified and no difficulty was felt through the artery with the delivery system. The event did not cause a clinically relevant increase in the duration of the procedure.the event did not cause a significant prolongation of existing hospitalization. The event was resolved with no patient injury.